Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified high glucose reading with the adc device compared to how they felt and it is unknown whether the customer noted a trend arrow on the device. The customer was able to provide self-treatment with an unspecified (dose/type) insulin and reported a loss of consciousness. No third-party intervention was reported for this issue. There was no report of death or permanent injury associated with this event.